Manufacturer narrative:
A visual inspection of the sample confirmed the smartsite component to have an oval shape. Functional testing confirmed the customer's experience as leakage was identified from the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production and sterilization records for lot 18085733 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that there is no general increased trend for oval smartsite® valves. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit).

Event description:
The reported feedback suggests that there was a leakage. Report suggests not in use on a patient.